Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 5. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in canada. On (B)(6) 2025, it was reported that patient faced that the site housing and cannula were falling off but the adhesive patch was staying on the skin. Infusion set was used for two days for all events. Blood glucose level was 31.2 mmol/l at the time of the event. Therefore, patient took pen injection. No further information available.